Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 32 mmol/l. Customer stated that they didn't know if the insulin pump was suspended or not and mentioned a high blood glucose caused by the tape not sticking. Customer reported they knew the cause of the product not adhering and the customer thought that he was sweating a lot also he did not let alcohol dry enough before inserting it. Customer stated that they would have a banner on the screen that says he was suspended and the pause or play icon in the menu when suspended or resumed. Customer declined to troubleshoot for high blood glucose. Customer stated that they did not know until recently to treat blood glucose per hospital care practitioner¿s orders when it gets high. Customer stated that they treated the blood glucose by simply starting a new set and letting blood glucose come down by itself. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.